Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via telephone call that no numbers appeared on the screen when priming the insulin pump. The blood glucose reading was 340 mg/dl. The insulin had squirted out during the manual prime. The customer did not think that the top of the reservoir or tubing connector were wet prior to connection and did not recall seeing a gap between the piston and the reservoir. The customer reported that the drive support cap was normal and recessed. Through another prime, the customer still did not get numbers on the display and insulin continued to come out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.